Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that their pod's needle mechanism did not deploy. They never felt the needle or heard a click. They then felt insulin leaking and the pod would fall off. Patient applied a new pod and blood glucose levels decreased.